Event description:
It was reported that the user received multiple alerts including ¿alert 38 ¿ motor stall¿ and repeated ¿restart ilet¿ notifications with sustained hyperglycemia; the user transitioned to subcutaneous insulin injections and later charged the ilet to full and replaced infusion set supplies, after which no further alerts occurred. Symptoms included hyperglycemia with headache and nausea. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem consistent with consecutive stalled motor alerts, and a mechanical problem was identified after switching to new infusion set supplies and recharging the device. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.